Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving control iq low alerts. There was no reported impact to the customer's blood glucose level. Tandem technical support was able to confirm in the pump history that low alerts did occur as expected. Customer maintained allegation that they did not receive low alerts. Customer continues using the pump for insulin therapy.